Event description:
The jetstream catheter was used to treat a heavily calcified short total occlusion in the popliteal artery just distal to a collateral vessel. After the device was used for approx 12 minutes, a small perforation was detected. The device was removed and a balloon with low pressure inflation was used for a total of 6 minutes. Slight extravasation was present so a stent was placed. Add'l stents were placed later and the pt was discharged after an extended hospital stay.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. The MFR is following up with the user to collect add'l info regarding the treatment of the perforation and length of hospital stay.